Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2007: the patient presented with lumbar spondylolisthesis, l5-s1. Pars defect l5-s1. Severe lumbar instability, l5-s1. Left lower extremity radiculopathy. Bilateral lower extremity weakness. The patient underwent the following procedures: l5-s1 decompression with mcgrill type wide laminectomies for decompression of dura and neural elements secondary to lumbar spondylolisthesis and a pars defect. Lumbar discectomy at l5-s1 with excision of free disc fragment. Transforaminal inter-body fusion using stryker inter-body cage device, l5-s1. Posterior spinal pedicle screw instrumentation using pedicle screw instrumentation , l5-s1. Posterolateral fusion, l5-s1. Mechanical reduction of spondylolisthesis with use of specialized pedicle screw instrumentation. No patient complications were reported. On (B)(6) 2008: the patient underwent MRI of lumbar spine. Impression: post-op changes of l5-s1. Grade I anterolisthesis l5-s1. Mild right sided foraminal stenosis l5-s1. No central canal stenosis of the lumbar spine. On (B)(6) 2008: the patient presented with previous lumbar fusion at l5-s1. Spondylolisthesis at l5-s1. Non-union at l5-s1. Painful deep hardware. Radiculopathy and weakness, left lower extremity worse than the right. The patient underwent the following procedures: revision lumbar hemilaminectomies with medial facectomies and foraminotomies for decompression of dura and neural elements. Excision of non-union with partial excision of inter-body cage device at l5-s1. Revision inter-body fusion and inter-body cage device insertion using stryker interbody cage device at l5-s1. Revision posterolateral fusion at l5-s1 for completion of anterior and posterior column fusion through the single posterior incision. Revision instrumentation using pedicle screw instrumentation system at l5-s1. Removal of hardware at l5-s1. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.